Event description:
The customer reported that the ventilator alarmed due to an oxygen valve stuck closed. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers field service engineer was unable to duplicate the customer reported event but reported an o2 valve stuck closed occurrence was noted in the device diagnostic log history. Upon inspection, the service engineer noted a broken connection on the sensor pcb board. The service engineer replaced the sensor pcb board to correct the finding. Final testing was completed to operating specifications.